Manufacturer narrative:
The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on october 29,2021.

Manufacturer narrative:
This report is submitted on september 30, 2021.

Event description:
Per the clinic, the patient experienced wound breakdown around the implant site. The patient then underwent skin revision (date not reported); however, this did not alleviate the problem resulting in a decision to explant the device. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection around the implant and was treated with oral and topical antibiotics (date and duration not reported). It was also reported that, the patient underwent skin grafting twice (prior and during the explantation). This report is submitted on november 18, 2021.